Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, it also indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead and was admitted to the emergency room (ER) with audible alerts from the implantable cardioverter defibrillator (ICD). The rv lead was found to have a confirmed fracture with high and variable impedance. There was oversensing of noise with sensing integrity counter (sic) and non-sustained (ns) episodes. The lead was programmed off until lead revision. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.